Manufacturer narrative:
No device will be returned per customer. The serial number is provided therefore a DHR review will be available. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device displayed a error code. There was no patient involvement.

Event description:
(B)(4). (B)(6). Re-flashed the 8110 device and if continue to show the error 357-2040 there is a possibility that the logic board is faulty. Biomed will consider to send it in for repair if need to replaced the logic board.

Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. A review of the device history record for (B)(6) was performed from date of manufacture 05/05/2008 to the present date 10/2/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue. H3 : no product returned.